Event description:
It was reported that the patients lead had migrated partially which resulted to loss of stimulation at the foot. The patient underwent a lead revision procedure and was doing well postoperatively. The lead remains implanted.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.